Event description:
It has been reported to the company that during the procedure the expandable loop catheter formed a knot around the tendons of the mv after insertion. Physician cut the catheter on the base of the shaft. The loop relaxed, after about one hour the natural moving of the valve suddenly set free the tip from the tendons block, avoiding any cardio surgery operation. There was no injury to pt and the device is not being returned for the company's evaluation.